Manufacturer narrative:
Article citation: hu, honghua, et al. ¿diagnosis of breast implant associated  anaplastic large cell lymphoma by analysis of cytokines in peri-implant seromas.¿ american journal of hematology, 2023, https://doi.org/10.1002/ajh.27055. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Literature review article "diagnosis of breast implant associated anaplastic large cell lymphoma by analysis of cytokines in peri-implant seromas" reported "seromas...benign (34 samples including 10 contralateral samples)."this record is for an unknown side. The device status is unknown.

Event description:
Healthcare professional, further reported, that only 3 devices were manufactured by abbvie.